Event description:
It was reported that the customer was hospitalized for ketones and high blood glucose of over 600mg/dl. It was stated that the customer was experiencing high glucose for the past twenty four hrs. The customer's most recent glucose reading was 132mg/dl. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the insulin passed the tests. Suggested alternate infusion sets and sites. It was stated that the customer went through half a box of mio infusion sets and she wants to have them replaced. It was stated that the customer also had problems with the blood glucose meter because the reading was higher than what was taken at the hospital. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.